Manufacturer narrative:
Inspected one opened and used sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis. Unable to confirmed customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that had some problem with the sensor. The customer¿s blood glucose level was unknown at the time of the incident. The customer that when pulled out there wasn't a sensor and feels that the sensor was still in the body and need to seek medical attention. Unable to troubleshoot the issue as the customer had already removed the sensor. The sensor will be returned for analysis.